Manufacturer narrative:
The insulin pump received with a blank display due to moisture damage on the electronic assembly. Unable to verify the button error alarm and perform the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to a blank display. The device had a scratched display window and a scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.